Manufacturer narrative:
D2b: pro code (product code) - itx, obj.

Event description:
It was reported that a catheter issue and dissection occurred. An opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion during a percutaneous coronary intervention (pci). The physician deployed two non-boston scientific (non-bsc) stents into the left anterior descending (lad) artery and the left main coronary artery (lmca) using a non-bsc guidewire to treat a dissection. Both stents were well expanded, with no significant tortuosity or calcification observed. After the final ivus run, while removing the catheter from the patient, it became entangled with the guidewire and stents, fully removing the stents from the lad and lm. This also proliferated the dissection that had been fixed by the non-bsc stents initially. The entangled tip of the ivus eventually broke off with the wire and non-bsc stents; and was retrieved through snaring. Two additional stents were then deployed to resolve the dissection. This complication extended the procedure by approximately 85 minutes. The patient experienced pain during the snaring process. The procedure was completed successfully. The patient was discharged in stable condition and has fully recovered.